Event description:
It was reported that this right ventricular (rv) lead was attempted implant. During the implant procedure, several attempts were made to reposition this lead, however this lead got stuck and trying further, the helix was elongated. The physician then removed the electrode from the body; they found that the helix was elongated with trapped tissue. Subsequently a new lead was successfully implanted. No additional patient adverse effects were reported. This lead is expected to be returned for analysis.

Manufacturer narrative:
This report contains correction in section h6 device codes.

Manufacturer narrative:
This report contains additional information in section d4 lot number, d4 expiration date and d4 serial number. This report contains correction in section h6 device codes.

Event description:
It was reported that this right ventricular (rv) lead was attempted implant. During the implant procedure, several attempts were made to reposition this lead, however this lead got stuck and trying further, the helix was elongated. The physician then removed the electrode from the body; they found that the helix was elongated with trapped tissue. Subsequently a new lead was successfully implanted. No additional patient adverse effects were reported. This lead is expected to be returned for analysis.

Event description:
It was reported that this right ventricular (rv) lead was attempted implant. During the implant procedure, several attempts were made to reposition this lead, however this lead got stuck and trying further, the helix was elongated. The physician then removed the electrode from the body; they found that the helix was elongated with trapped tissue. Subsequently a new lead was successfully implanted. No additional patient adverse effects were reported. This lead is expected to be returned for analysis. An attempt was made to obtain additional information regarding the model and serial number. At this time no further information is available. Should additional information become available this report will be updated.

Manufacturer narrative:
Upon receipt at our post market quality assurance laboratory, a thorough evaluation of the lead was performed. The complete lead was returned intact. The helix was extended and dried body fluid was noted in the helix housing. There was deformed helix noted. Testing was completed to assess lead electrical performance. Measurements throughout these tests were within normal limits. Laboratory testing was unable to reproduce the reported clinical observations, and detailed analysis did not reveal any abnormalities. Laboratory analysis did not identify any lead characteristics that would have caused or contributed to the reported clinical observations. This report contains additional information in section d4 lot number, d4 expiration date and d4 serial number. This report contains correction in section h6 device codes.

Event description:
It was reported that this right ventricular (rv) lead was attempted implant. During the implant procedure, several attempts were made to reposition this lead, however this lead got stuck and trying further, the helix was elongated. The physician then removed the electrode from the body; they found that the helix was elongated with trapped tissue. Subsequently a new lead was successfully implanted. No additional patient adverse effects were reported. The lead was returned, and analysis was completed, and the report is updated with the product investigation results.